Event description:
Ous MDR - after an implantation time of about 17 months, it was reported that the implant could be interrogated but not programmed. No deterioration of the pt's health was reported. At reset was successful and the pacemaker is still actively implanted.

Manufacturer narrative:
Ous MDR.